Manufacturer narrative:
No audio/vibrate anomaly/absence of alarm anomaly confirmed during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the device was not making any sound when alarming. The device failed the audio test during the call. The customer¿s blood glucose during the incident was 6.1 mmol/l. The device will not be returned for analysis.